Event description:
On (B)(6): covidien drug safety reports via e-mail; (B)(6) female having a CT abdomen/pelvis with contrast (optiray 300, 100ml prefilled syringe). Pt extravasated 40mls contrast at the elbow. Dr called and extravasation policy followed. Pt kept for 1 hr and ice packs applied along with massage. During the tim pt had a vasovagal attack and was checked again by dr and monitored for a further hour until pts blood pressure had improved and then sent home. F/u phone call by staff on (B)(6) 2012, to discuss skin color and skin texture and pain. Nothing except for a slight small lump and pink in color.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.